Event description:
Patient had adverse reaction 30 minutes into hemodialysis treatment. Pt complaint of sob, and back pain. Blood samples were drawn but were not analyzed. Pt was taken to ER for observation. In subsequent treatments benadryl has been administered at the start of treatment. The actual complaint sample was discarded and the lot number is not known.